Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated: g3/g4, h6. The following sections were corrected: h6. MDR section codes updated/corrected: b, c, d, e, g. The reason for the revision reported cannot be confirmed from the information provided but may be the result of glenoid loosening, disassembly, and/or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images, radiographs, and relevant clinical information were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
Pending investigation. D10: 315-35-00 - glnd kwire. (B)(6). 310-01-53 - equinoxe, humeral head short, 53mm (beta). (B)(6). 300-30-06 - equinoxe preserve stem 6mm. (B)(6). 300-20-02 - equinox square torque define screw drive kit. (B)(6). 300-10-15 - equinoxe replicator plate 1.5mm o/s. (B)(6).

Event description:
As reported, approximately 5 years and 5 months post the initial right total shoulder replacement and right shoulder biceps tenodesis, the patient came in for an office visit and reported that they developed pain in the right shoulder about 2 years prior. X-ray of the right shoulder showed evidence of loosening of the glenoid component and osteolysis around the humeral component. The plan was for a CT scan of the right shoulder and aspiration of the joint to rule out infection. The patient's esr was elevated, but the crp, white count, aspiration, and cultures were all negative for infection. The surgeon explained to the patient that the test results are consistent with glenoid loosening with osteolysis in the glenoid. It was discussed that the plan moving forward would be a revision to a reverse shoulder replacement. However, in that there was a fair amount of bone loss in the glenoid, the patient would either require bulk allografting or a custom implant. 5 years and 11 months post the initial total shoulder replacement the patient underwent right revision shoulder arthroplasty, conversion from anatomic to reverse shoulder arthroplasty, for right shoulder glenoid loosening. Intra-operatively it was noted that the polyethylene glenoid component was grossly loose and easily removed with a kocher. The glenoid component had become detached from the metallic cage. There was no peri-operative complications and the patient was discharged home the next day. At the post-operative visit the patient reported pain is well controlled on over-the-counter pain medications. The patient adhered to sling immobilization and regular home exercise protocol, denied interval trauma or injury since the time of surgery, and had no new complaints; denied numbness, tingling, or paresthesias in the operative extremity. Two radiographic views of the right shoulder demonstrated a custom reverse total shoulder arthroplasty prosthesis with no signs of mechanical failure. The glenosphere appeared to have increased inferior tilt. There was no evidence of loosening or fracture.